Manufacturer narrative:
The right ventricular (rv) lead underwent analysis and was found cut at approximately 32 centimeters (cm) proximal to the lead tip. A proximal part including the connector pin was missing. The analysis revealed a damaged insulation as a result of wear at approximately 22 cm distal to the lead tip. This insulation damage was considered to be the root cause of the observed oversensing of noise. Based on the characteristics as well as the location of this damage, analysis determined that it was reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead; lead abrasion. Further analysis of the rv lead revealed that the distal part of the lead was partly pulled out of the ring electrode which resulted most likely due to tensile forces applied during the explantation procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the physician stated he had seen a strip with oversensing of noise on the right ventricular (rv) channel. The field representative was unable to locate noise in the arrhythmia logbook and was also unable to recreate the noise in the office. It was noted that all other measurements were within normal limits. The cause of the noise was unknown. Subsequently the physician opted to perform a revision procedure where the pacemaker and rv lead were explanted. The right atrial (ra) lead was also electively explanted at the time. No additional adverse patient effects were reported.